Event description:
A fusion plate was implanted into this patient on (B)(6) 2008. In (B)(6) 2009 this patient was having pain in that foot after stepping off an approximately 2 foot step landing on that foot. The same physician that had put the plate in 2008 saw a misalignment with the foot and felt the need to do surgery to find the misalignment. During the surgery it was found that this plate had broken causing the misalignment. Reference MFR # 1043534-2009-00236.